Manufacturer narrative:
Device evaluated by MFR: the liberte/veriflex stent delivery system (sds) was received. The balloon was loosely folded. There were stent strut impressions on the surface of the balloon between the markerbands, indicating the stent was appropriately positioned between the markerbands and secured to the balloon in manufacturing. The stent was not returned for analysis. The tip was not damaged and the shaft was not separated. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left circumflex artery. A 4.50mm x 12mm liberte stent was advanced but was unable to cross the lesion. It was then noted that the shaft of the stent delivery system (sds) was broken while inside the patient's body. The stent remained intact on the sds balloon when the sds broke. The device was removed by normal pull back and the procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left circumflex artery. A 4.50mm x 12mm liberté¿ stent was advanced but was unable to cross the lesion. It was then noted that the shaft of the stent delivery system (sds) was broken while inside the patient's body. The stent remained intact on the sds balloon when the sds broke. The device was removed by normal pull back and the procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.